Manufacturer narrative:
(B)(4).

Event description:
It was reported that a high, out of range, low voltage lead impedance measurement was observed on the device. It is suspected that this is a measurement outlier as all other electrical measurements were stable. Patient will be monitored.